Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received battery out limit alarm along with failed battery alarm. Troubleshooting was done for battery out limit and failed battery alarm. Customer reported they were able to clear the alarm. Customer stated they did not receive a request to rewind the insulin pump. Insulin pump was alarming at time of call. Customer stated the batteries were not out of insulin pump greater than duration allowed by the insulin pump. Alarm did not occur with first battery installation after customer received insulin pump in shipping mode. Customer stated insulin pump received multiple battery out limit when battery were out of the insulin pump for less than one minute. Customer inserted new batteries then the insulin pump alarmed battery out limit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm and no unexpected battery power loss anomaly noted during test. (B)(4).